Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 63 mg/dl. Reportedly, the customer delivered an intended bolus that ended up being too large for the customer's needs. Customer consumed carbohydrates and glucose tablets prior to going to the ER to address bg. The customer was treated with intravenous fluids of saline, carbohydrates and glucose tablets while in the ER. The customer was released from the ER 7 hours later with the reported issue resolved and no permanent damage. In addition, the customer experienced an elevated blood glucose level displayed as "high"; cause was unknown. A specific bg value was not provided. The customer delivered a bolus to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.